Event description:
It was reported that a button on the customer's insulin pump was not working, following possible exposure to moisture. It was advised to discontinue use and revert to a back-up plan. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.